Event description:
Device was in the body but did not turn on. No harm was done to patient.

Manufacturer narrative:
One opened device was returned for evaluation. Visual inspection found no damage to the product. Functional testing found that the device did not activate when the button was pushed. The complaint was confirmed. The device was disassembled and both batteries were putting out only 2.4 volts. The batteries should be putting out 9 volts each. Dead batteries was the cause of the issue. Since the IFU states to test the device before use and if it doesn't activate do not use the device. As such, no corrective action was taken.

Manufacturer narrative:
According to product experience report, the affected product was not available for return. If there are additional information available in future, a follow-up will be submitted.

Event description:
Device was in the body but did not turn on. No harm was done to patient.